Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons difficult to activate) was confirmed. Upon investigation, the rear response button was difficult to activate. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were difficult to activate.